Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xact self expanding stent system (sess) noted that there was no blood or saline, which is consistent with the reported information that there was no patient involvement. The stent implant was stationary between the markers. The tip was separated from the shaft as reported. There was no other damage noted to the sess. Factors that can contribute to a tip separation include, but are not limited to, manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. There were visible signs of adhesive present where the tip is attached to the inner member, suggesting that the tip was properly attached during manufacturing. It may be possible that the tip detachment is a result of inadvertent mishandling prior to use, however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for detachment from source reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for detachment from source reported for this lot. Overall, a conclusive cause for the tip detachment could not be determined; however, there is no indication to suggest a product deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that during device unpackaging and preparation for use, the catheter tip on the xact was found to be separated. The device was not used in the anatomy. There was no patient involved. No additional information was provided.